Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible cause of the event is the off-label use of the lens. (B)(4).

Event description:
Additional information received - the facility reported the lens was implanted on (B)(6) 2012. The lens was explanted and exchanged on (B)(6) 2013 for a shorter lens, which resolved the problem.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens had an excessive vault and subsequently the patient experienced elevated iop, significant reduction of irido-corneal angles and glares/halos.

Manufacturer narrative:
(B)(4) - intraocular pressure rise, halo. Size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. (B)(4).